Manufacturer narrative:
The device was returned and evaluated. It was discovered on (B)(6) 2021 that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects

Event description:
It was reported that a tx2 microtip would not complete priming for a procedure with the tx system. The procedure was completed with another microtip. There were no patient complications. The first failed microtip was returned to tenex health. Upon return, it was discovered that a portion of the microtip needle had separated from the rest of the hand piece.